Event description:
Customer reported that the screen on the insulin pump is blank. Customer noticed it when trying to deliver a bolus. Device was possible dumped in the morning and she keeps the device in the bathroom when she showers. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value is 87 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.